Event description:
Pt was admitted with a history of vascular disease, coronary artery disease, and cardiogenic shock. The plan was to stabalize the pt with an intra-aortic balloon. Due to the lack of lower extremity pulses an axillary balloon was placed on 12/20/94. The ballon was placed along the inner aspect of the left upper arm. Blood was noted in the tubing 24 hours later, the ruptured balloon was removed and another was placed over the existing wire.